Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized high blood glucose and diabetic ketoacidosis on (B)(6), 2021. Blood glucose level at the time of the hospitalization was 504 mg/dl and 501 mg/dl at the time of incident which was treated with intravenous insulin infusion. Customer was alleging insulin pump for under delivery due to high blood glucose. Customer was experiencing high blood glucose symptoms like nausea, vomiting, abdominal pain, diarrhea and extreme thirst. Customer stated that emergency medical services were dispatched and they were admitted in hospital for overnight in intensive care unit. Ketones test was performed and results were high. Customer was using insulin pump within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.